Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition, with no physical damage or adulteration. Functional testing was unable to duplicate/confirm the complaint. The device works as intended. The most probable cause is user error. The customer either did not seat a filter into the filter holder to engage the microswitch, which would trigger alarm number 2 (disposable alarm), or the filter was not fully primed and firmly seated in the filter holder. You need to use a fully primed filter along with the temp check for the device to run correctly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken, the device passed all functional tests.

Event description:
It was reported that the device has alarm number two (2) when connecting the temp check to see the temperature, and it is not circulating the water. There was unknown patient involvement and unknown patient harm/adverse event reported.